Event description:
The customer reported being hospitalized due to low blood glucose of 21mg/dl. The caller stated that she was in a vehicle accident while driving. Troubleshooting was performed. Reviewed the programming and the time has the day time instead of the night time. Assisted the customer correcting the programming. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.